Event description:
Caller reported a cartridge alarm 30 occurring during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Customer is using multiple daily injections as a backup therapy. Tandem technical support arranged for a replacement pump with updated software to be sent out and provided necessary training information. Customer was instructed to return the faulty pump using a pre-paid label within 10 days, and acknowledged the steps involved.